Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged moisture damage found on (B)(6), 2021. Insulin pump passed displacement test and active current test. Insulin pump failed sleep current test due to moisture damage. Insulin pump alarmed pump error during self test due to moisture damage. Test p-cap successfully locked into the reservoir tube. Insulin pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 75 was found in the pump history download on (B)(6) 2021 at 14:14 (but occurred during testing). Pump was cut open to perform visual inspection and moisture damage as found on pcba 1 and the internal battery. The following were noted by visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage, serial label damage and corroded battery tube. In summary customers alleged moisture damage was confirmed by visual inspection after cutting open the pump. Additionally pump error alarmed due to moisture damage found on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the device.